Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that adaptive cardiac resynchronization therapy (acrt) was inducing ventricular tachycardia (vt) events in the patient and was terminating the events with anti-tachycardia pacing (atp). The physician observed that the patient was pro-arrhythmic when under acrt. The adaptive feature was programmed off and set to bi-ventricular pacing only leaving the device in use. The patient underwent a vt ablation a few days later. No further patient complications have been reported as a result of this event.